Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that batteries were depleting more quickly than expected and attributed it to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the main world label was damaged, the display wires were pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) batteries were depleting very quickly, and had only worked nine hours or less before dying. The batteries were expected to last seven days. The epg was returned for service. No patient complications have been reported as a result of this event.